Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device did not seem to be working at all and they clarified that patient was not feeling stimulation and they were not getting a 50% or greater symptom relief. Patient synced with their implant and pressed the increase button but encountered the upper limit screen. Patient attempted again and confirmed they were on program 4 at 8.5v. Patient changed to p1 at 6.3v and confirmed they were feeling stimulation. It was noted patient had a fall about 6 months ago and started having the issues after the fall. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va10qjk serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported the ¿lead came off like the 1st time¿ and affected their leg and back. There were no further complications reported or anticipated.